Event description:
It was reported to boston scientific corp on nov 25, 2009 that a c.r.e. Esophageal/pyloric wireguided balloon dilatation catheter was used during a dilation of the esophagus performed on (B)(6) 2009 on a pt over the age of 18. According to the complainant, the balloon was ruptured at 7atm (18mm). The procedure was not completed due to this event. There were not pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
(B)(4).